Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited fluctuations in pacing impedance measurements and measurements greater than 3000 ohms on the right ventricular channel. Additionally, elevated threshold measurements were observed. A boston scientific technical services consultant discussed the potential root causes for the clinical observations. The physician suspects an issue with the right ventricular setscrew. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited fluctuations in pacing impedance measurements and measurements greater than 3000 ohms on the right ventricular channel. Additionally, elevated threshold measurements were observed. A boston scientific technical services consultant discussed the potential root causes for the clinical observations. The physician suspects an issue with the right ventricular setscrew. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.